Event description:
The customer reported via phone call that he disconnected the insulin pump to go into the pool and put the device in his spouse pocket. When he got back to reconnect the insulin pump, he found it has condensation in the display and it alarmed button error. Blood glucose value was 123 mg/dl. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to moisture damage on the liquid crystal display circuit board. Moisture damage was found on the keypad traces and the motor. No button error alarm was noted during testing. The insulin pump had a cracked case at the display window corner, minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.